Event description:
The customer reported the sys displayed a battery charger error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the batteries. The sys operates as intended.